Manufacturer narrative:
Image review: one cine loop of the implant procedure was provided for review. The dislodgement of the valve appears to have occurred during the withdrawal of the delivery catheter system after the final valve deployment. It seems that the catching of the nosecone in the valve frame during this process was the actual root cause. This suggests that the issue was related to the procedure rather than a device malfunction. No additional adverse patient effects were reported. Prosthetic valve migration/embolization is listed in the device instructions for use as one of the potential adverse events and repositioning precautions. Migration/valve dislodgement of the transcatheter aortic valve (tav) can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post balloon aortic valvuloplasty (bav) complications. The patient summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial/lot #:(B)(6), ubd: 10-apr-2026, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a previously implanted non-medtronic surgical aortic valve (sav) (trifecta) failing for aortic regurgitation (ar), a pre implant balloon dilatation was not performed. A non-medtronic safari wire was used. The transcatheter aortic valve was positioned inside the failing sav and was not recaptured. The valve was deployed. While removing the delivery catheter system (dcs) and the safari wire from the ventricle, the nosecone of the dcs caught on the outflow crown of the valve and dislodged the valve towards the ascending aorta. The valve was snared to the ascending aorta and a non-medtronic transcatheter (edwards sapien s3) was successfully implanted. No additional adverse patient effects were reported.